Event description:
Additional information provided by the account: nothing fell into the patient's cavity. The procedure was a nephrectomy. The procedure was completed as planned.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the tip of the plastic bag when you push has a split end. A new endocatch was opened to complete the procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon visual examination, it was noted that the bag was partially detached from the ring and was not cinched and still folded. The pull ring was set in the handle. The plunger and metal ring advanced and retracted properly. The bag was manually cinched without difficulty. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend for detached bag complaints. These conditions suggest that the gold ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.